Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient was hospitalized for a high blood glucose of 600 mg/dl, ulcers, gallstones, a swollen esophagus, and diabetic ketoacidosis. The patient experienced vomiting and chest pain. The patient was hospitalized a second time due to high blood glucose; several of his infusion sets have fallen off. The customer also had a damaged battery cap. The patient also mentioned 4 instances of ER visits. The insulin pump was not returned for analysis.